Event description:
On (B)(6) 2012, the reporter contacted animas to report that the patient noted the total daily dose history in the pump for the basal rates varied from day to day. Troubleshooting revealed all pump settings and basal rate settings were correct. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed the bt1 component was leaking; however this pump issue is not the reason for this report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.